Event description:
Information was received from a patient (pt) regarding an external device for an implantable neurostimulator (ins). The reason for call was pt mentioned they cannot connect to their ins with their recharger antenna since last night. Pt was getting "poor" recharge quality and ins was depleted. Pt had received a "call medtronic" (did not recall message) message. Pt also received "battery low: recharge the controller batteries soon" when plugging in the recharger antenna; pt confirmed controller batteries were charged at 90%. Pt had attempted a battery reset of controller prior to the call; reset did not resolve issue. During the call, pt attempted to connect to ins using recharger antenna and kept getting "poor" recharge quality. Pt inspected recharger antenna plug and cord; no damage detected. Pt also mentioned recharger antenna had been getting warm, but not hot while recharging ins. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. Pt had been "hurting" because ins had depleted due to pt not being able to charge ins with recharger antenna and was no longer providing therapy. Pt mentioned if "hurting got too bad" they would go to the emergency room. Pt also said a friend told them the ins could be "jumpstarted." Additional information was received and it was reported that the controller won't stay on to recharge their ins battery (ins battery currently at 30%). Pt said they tried taking the controller battery out and leaving it out for a few minutes and that did not resolve their issue. Pt further explained that the controller screen would come on for a second and then would shut off. They are unable to charge their implant battery and the implant battery was currently at 30%. Patient is unable to charge the implant and while attempting to charge the implant the controller will go blank and unresponsive. Pt had reset the controller but that did not resolve the issue. During call while attempting to charge the implant the patient received the message recharging not available cannot continue install medtronic battery pack and try again then then the controller went blank and unresponsive (pt verified that the controller battery pack was inserted into the controller and not aa batteries).

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.